Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of two medwatches being submitted. See also medwatch 2210968-2012-05721. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. It was reported that the patient underwent hernia repair with sutures on (B)(6) 2011 due to pain. (B)(4).this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05721. The same patient is represented in both medwatches.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-05721. The same patient is represented in each medwatch.